Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture and was not working anymore. They went in the water with it. There was fluid under the display. The screen was blank and would not turn on. Their blood glucose level was 515 mg/dl which they treated with a manual injection. There was also a crack on the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.